Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Debilitating eczema, beginning on the hands before spreading all over the body [generalised eczematous reaction]. Intense joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-apr-2025. The most recent information was received on 06-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3960 days after essure insertion, she experienced eczema ("debilitating eczema, beginning on the hands before spreading all over the body"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthralgia ("intense joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the eczema and arthralgia had resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to eczema, arthralgia or medical device removal. The reporter commented: - debilitating eczema, beginning on the hands before spreading all over the body. - intense joint pain: comments since the removal my eczema and joint pain have gone away... I'm back to life! Patient¿s current condition: not specified. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Debilitating eczema, beginning on the hands before spreading all over the body. [Generalised eczematous reaction]. Intense joint pain [joint pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 29-apr-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2022, 3960 days after essure insertion, she experienced eczema ("debilitating eczema, beginning on the hands before spreading all over the body"). On (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On unknown date she experienced arthralgia ("intense joint pain"). The patient was treated with surgery (to remove essure). At the time of the report, the eczema and arthralgia had resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to eczema, arthralgia or medical device removal. The reporter commented: - debilitating eczema, beginning on the hands before spreading all over the body - intense joint pain comments since the removal my eczema and joint pain have gone away... I'm back to life! Patient¿s current condition: not specified actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.